Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that at 3:52 pm on (B)(6) 2017 the device was programmed to infuse oxytocin induction 30unit/500ml at a rate of 2ml/hr. At 3:55 pm, the user changed the rate to 10ml/hr. At 3:56 pm, the user changed the rate to 22ml/hr. Sixteen seconds later, the user changed the rate to 100ml/hr, however this exceeded the guardrails hard limit of 40milliunit/min and the user was prompted to reprogram at which time the user changed the rate to 2ml/hr. The infusion continued to run at this rate until 4:08 pm when the device was channeled off. During this time, the log shows several instances where the door was opened and then the flo stop was opened, with one instance showing the flo stop open for 22 seconds. The most likely cause of the unexpected bolus of pitocin is believed to have occurred when the flo stop alarmed open for 22 seconds. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that a pump was programmed to infuse pitocin 30 units/500 ml lr at 2 milliunits/minute (2ml/hr). The nurse stated that initially it would not drip then it started infusing too fast and gave an unexpected bolus dose causing fetal bradycardia secondary to continuous tetanic contractions. The patient was repositioned and given oxygen and a bolus of lr.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device infused too slow. There was no report of patient harm.